Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2013 - october 24, 2013. The device was received for evaluation containing approximately 94 ml of fluid in its reservoir. After the luer cap was removed, visual inspection identified that there was no flow from the distal luer. The reported condition was verified. Microscopic examination of the flow restrictor revealed crystallized drug blocking the fluid path at the distal end of the glass capillary, which is located inside of the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the no flow condition was determined to be the crystallized drug; however, the cause of the crystallized drug was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor failed to infuse. The patient was connected to the device. This occurred on an unknown date during use (also reported as twenty four hours after). The device was filled for eight days. The device was filled with morphic chloride 2% 50mg/day; haloperidol 5mg/day; buscopan 20mg/day; saline solution 5.5ml/h. There was no patient injury or medical intervention associated with this event. No additional information is available.